Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, they noticed plasma was exiting the gas out port. Total time on pump was 369 minutes. Product was not changed out as this was found after cpb. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 12, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 213, 67) . Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The actual sample was visually inspected upon receipt with no anomaly including a breakage that could lead to leakage. The blood channel of the actual sample was filled with saline solution and a pressure of 2kgf/cm2 was applied for 6 hours, no leakage was observed. The water channel of the actual sample was then filled with water and a pressure of 3kgf/cm2 was applied for 6 hours and no leakage was observed. The evaluation result was found to have no anomaly leading to leakage in the actual sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.